Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's lcd color display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The complainant indicated that while attempting to monitor a cardiac patient (age & gender unknown) the device powered on without display. The complainant indicated the display came back on after approximately 10 minutes.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.